Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent a revision procedure wherein the paddle lead was left in place but was not reconnected to the new ipg. And also, four linear leads were added and placed higher in the t2-t3 space. The patient was then reprogrammed and the new leads covered all the pain areas.